Event description:
It was reported that post a stenting treatment procedure, in-stent restenosis occurred. An express ld iliac/biliary stent was implanted in a subclavian artery, and post procedure a in-stent restenosis occurred. No further patient complications were reported. The outcome of the procedure is unknown. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that the restenosis was treated with placement of a non-bsc stent.